Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal mid-urethral sling system was implanted on (B)(6) 2010. According to the complainant, the patient experienced painful intercourse, stress urinary incontinence, vaginal pain, urinary tract infections and bleeding (specifics unknown). All other information, including the patient's current condition is unknown and reportedly unavailable.